Event description:
It was reported during a trial procedure, the pt reported tingling in both legs when the lead was introduced into the epidural space. The sjm rep reported the lead was removed and the trial was aborted.

Manufacturer narrative:
Eval codes: results: the complaint for discomfort was not confirmed. As received, the lead was in good condition and passed all functional tests. No anomalies were observed that would contribute to the complaint.